Manufacturer narrative:
The remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip head of a virage screw was discovered to be broken at the weld post-operatively during a six month follow-up visit. The screw was not explanted as the patient is currently asymptomatic.

Event description:
It was reported that the tulip head of a virage screw was discovered to be broken at the weld post-operatively during a six month follow-up visit. The screw was not explanted as the patient is currently asymptomatic.

Manufacturer narrative:
H6 additional investigation type: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, x-ray images were provided which show a screw has fractured. DHR review the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.